Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
Adverse event: hematoma, retroperitoneal bleed. Time of adverse event: after vessel closure. Device issue: none. It was reported via trial that a physician trained in the use of the starclose se, achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after closing the access site, a hematoma developed, which was treated with a non abbott device. A postoperative abdominal computed tomography (CT) scan identified a moderate size right retroperitoneal bleed. Lab analysis of the pt's blood indicated low hemoglobin and hematocrit that was treated with a transfusion of two units of packed red blood cells. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.